Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample 1 from patient on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (the result was reported to the physician). Sample 1 retest 1 occurred on (B)(6) 2020 which was tested on lab developed rt-pcr test and resulted as sars-cov-2 rna not detected (this result was reported to the physician). Sample 2 collection occurred on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (this result was reported to the physician). Sample 2 retest 1 occurred on (B)(6) 2020 which was tested on lab developed rt-pcr test and resulted as sars-cov-2 rna detected (this result was reported to the physician). There was not enough data to determine root cause. Root cause is inconclusive. There is no evidence of product malfunction and there was no reported patient harm. As per section 3 of xpert xpress sars-cov-2 eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample 1 from patient on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (the result was reported to the physician). Sample 1 retest 1 occurred on (B)(6) 2020 which was tested on lab developed rt-pcr test and resulted as sars-cov-2 rna not detected (this result was reported to the physician). Sample 2 collection occurred on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (this result was reported to the physician). Sample 2 retest 1 occurred on (B)(6) 2020 which was tested on lab developed rt-pcr test and resulted as sars-cov-2 rna detected (this result was reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.